Event description:
On january 29, 2007, the lay-user/pt reported that he had "gone low" while using a one touch ultra meter. The pt encountered 2 hypoglycemic events that occurred during the week in 2006. Before the events, the pt was supposed to be taking 8 units "novorapid" insulin 3 times a day before each meal. For an unk time period prior to the events, the pt decided on his own to stop taking the "novorapid" insulin n a regular basis since his blood glucose levels had been less than 10.0 mmol/l. He was only taking doses as necessary according to his feelings. Also, the pt was taking 14 units of "nph" insulin everyday before breakfast and bedtime. He was testing once a day in the morning. His normal blood glucose results were between "5.0-10.00 mmol/l." In the first incident, the pt got a pre-breakfast result of "18.6 mmol/l" before 9:00 am and was asymptomatic. Based on the meter result, the pt self-administered 6 units of the "novorapid" insulin t try and lower his blood glucose. The pt also believes he took his prescribed dose of "nph" insulin that same morning. Within 15 mins of taking the "novorapid" insulin, he pt began to feel weak and laid down. He did not eat or drink anything to try and treat himself during that time. He felt better an unk time later. At that point, the pt did not trust the meter and did not use it again until 2 days later when the 2nd incident occurred. In the 2nd event, the pt got a pre-breakfast result of "19.3 mmol/l" and was asymptomatic. Based on the reading, the pt took 6 units of "novorapid" insulin to try and lower his blood glucose. The pt believes he took his "nph" insulin as prescribed that morning. Within 15 mins of taking the "novorapid" insulin, the pt began to feel weak, was sweating, and got to the "point of passing out." The pt was able to eat a few slices if apple pie, laid down, and recovered a few hrs later. The pt did not seek/receive any medical treatment during the reported incidents. The pt attributed the 2 elevated meter results to eating more food than usual during the holiday season. In both events, the pt did not test his blood glucose while asymptomatic. He could not recall if he ate breakfast each day of the event. He took his "nph" insulin the nights before each event also. The pt visited his dr a week later and was asked to stop taking the "novorapid" insulin. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claims he obtained 2 results that he perceived as being high. He took insulin based on the meter results and later had symptoms he believed were due to being hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.